Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to find fault error codes 111 & 112 in the log file which indicate a faulty executive processor board. As a precautionary measure, the fse replaced the executive processor board . Unrelated to the complaint event, the safety disk was also replaced per usage schedule. The fse then calibrated the station pressure, and completed the diagnostic, all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down on its own. No patient harm, serious injury or adverse event was reported.